Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of non-sustained right ventricular undersensing reported on the implantable cardioverter defibrillator. It was noted that the discrimination channel was undersensing an event of ventricular tachycardia and fibrillation, causing high voltage therapy to be inhibited. Programming changes were discussed but did not occur, and there were no reported symptoms.